Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the discrepancy between the sensor glucose and blood glucose. Also, the customer reported the pump was possible underdelivering, there was a crack on the pump, and the retainer ring was damaged. The customer reported a blood glucose value of 460 mg/dl and a sensor glucose value of 243 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products unk_ngp. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. Troubleshooting was performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the gfe info that has been received need to downgrade the case and delete the svn as the correct one was already cross referenced with the case ID case-(B)(4).